Manufacturer narrative:
An analysis of the product could not be conducted because a physical sample was not received for evaluation. However, a review of the manufacturing records for the finished device lot number was carried out, and no non-conformances or manufacturing irregularities were identified. As part of ethicon's quality control process, all devices are manufactured, inspected, and distributed according to approved specifications. Additionally, we will continue to monitor complaint information for potential safety signals through complaint trending as part of our post-market surveillance. If the product is received at a later date, the investigation will be updated accordingly. The manufacturing number is c25-2815.

Event description:
Clinical trial patient esc_2020_03 reported post-operative urinary retention. The relationship to the study device is unlikely.